Event description:
User states the frame broke at weld causing them to fall. Although no injury was associated with the device malfunction, similar events have been reported which have resulted in user injury. This MDR is being submitted based on the potential for user injury to occur.